Event description:
Dr. Attempted to implant this port. The attachment system came off while he was connecting it to the catheter. A second port was opened and used without incident.

Manufacturer narrative:
The complaint was confirmed for "the attachment system coming off", it appears the stem became detached due to no glue/adhesive. No manufacturing variances related to this event observed in the device history record review. A corrective action was implemented to correct this issue.